Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wide excision right knee melanoma, sentinel lymph node biopsy, they attempted to use the device but no clips expelled. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Three clips were jammed in the distal end of the channel. The jammed clips were removed; as the third clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.